Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for a tavi (transcatheter aortic valve implantation) procedure using a large flexnav delivery system. The valve was implanted at a depth of 6-7mm and a leak was noted. The valve was post-dilated with a 26mm non-abbott balloon with marginal improvements. Following day, a transesophageal echocardiography (tee/toe) was performed and showed valvular leak and to evaluate further an toe was performed showing a leak in the non-coronary cusp. A decision was made to implant a new valve. A new non-abbott valve was chosen and successfully implanted inside the index valve. There was no adverse events and the patient was reported stable.

Manufacturer narrative:
An event of paravalvular leak (pvl) and regurgitation was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. It was indicated that the final implant depth was 6-7 mm from the non-coronary cusp. It was also noted that a toe was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a root cause for the reported pvl could not be conclusively determined. The reported regurgitation appears to be related to procedural conditions, but cannot be confirmed. The reported unexpected medical intervention and surgical intervention were under case specific circumstences as post-implant valvuloplasty performed and valve-in-valve was implanted. The post implant imaging confirmed no aortic regurgitation. This would appear to be a case with a non-functional navitor leaflet on the basis of the echocardiographic information. From the imaging reviewed, particularly the tee, this was a single leaflet mal-coaptation, and regurgitation was noted from that leaflet. Transesophageal imaging showed localized aortic regurgitation suggestive of leaflet mal-coaptation. Without over anatomical assessment including pre/post CT, the cause of the mal-coaptation cannot be determined. Codes removed: